Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. Citation: bersang, a.k., rashu, b.s., niebuhr, m.h. Et al. Robot-assisted laparoscopic anderson¿hynes pyeloplasty for ureteropelvic junction obstruction. J robotic surg 18, 355 (2024). Https://doi.org/10.1007/s11701-024-02098-z. Section a: patient information - no specific patient demographics were provided for the patients. The median age of the patients was 38 years, and majority (57%) of the patients was female. Field b3: due to the lack of specific information regarding the event date associated with the adverse event, an alternate date, published date has been used. Section d - suspect medical device: due to the lack of specific information regarding the da vinci system associated with the adverse event, a generic system material number was used.

Event description:
A literature article described retrospective study that analyzed 194 patients who underwent robot-assisted laparoscopic anderson¿hynes pyeloplasty (ralp) from june 2016 to december2021 in a single center. No major perioperative complications occurred during the procedures and none of the procedures were converted to open surgery. Fifteen patients experienced a clavien-dindo grade iiia or iiib complication. Two patients developed abscesses after 5 and 7 days, respectively, and required percutaneous drainage. Five patients required nephrostomy to treat uroplania. One patient required suturing of a port defect. In six patients, a double-j ureteral stent was displaced and removed with a ureteroscope. One patient experienced pyonephrosis within 30 days, but also had stone formation that was not removed during ralp, and was resolved by retrograde intrarenal stone removal. There were no specific da vinci device malfunctions reported. The author also did not allege that any intuitive surgical, inc. (Isi) products caused or contributed to the events. Multiple requests for additional information from the designated author were made, but no response has been received.